Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction occurred due to the following: the user raised forceps elevator, then inserted guide wire. The guide wire entered into the space between forceps elevator and c-body, which was generated by raising forceps elevator. In order to retrieve guide wire, the user lowered the elevator, and the space became narrower. Consequently, the wire got caught in the space. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: "operation manual: 5.3 withdrawal of the endoscope with an irregularity." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the stuck wire could not be replicated. Evaluation did find the glue around the lenses was worn, the bending section cover adhesive was cracked, the insertion tube was scratched, and the light guide tube was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the wire of the evis exera iii duodenovideoscope got caught during the therapeutic endoscopic retrograde cholangiopancreatography procedure. The wire got stuck behind the elevator channel and it could not be removed. After the scope was removed from the patient, the customer was able to pull the wire out, but the wire coating stripped off and was stuck in the scope. The procedure was completed using a similar device. The procedure was delayed; however the length of delay was unknown. There was no medical intervention required. There was no reported patient harm or impact due to this event.